Manufacturer narrative:
This MDR was generated under protocol (B)(4) as a result of warning letter cms# (B)(4). Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. Visual inspection observed that the device was cracked and chipped on top case and on both front corners and cracked on bottom case by the rubber feet. Pump gave a backup audible alarm post during testing also battery not charging. During checking the charging status of battery, the reported issue couldnt be duplicated. Battery was found not charging with power. The root cause of the reported issue was found to be that contamination was found on interconnect board caused by the customer. Replaced interconnect board and replaced top case and bottom case. Performed preventative maintenance and all functional testing which passed.

Event description:
It was reported that there was a battery wont charge, damaged case. No patient injury was reported.